Manufacturer narrative:
This reported complaint has not been confirmed despite several attempts to obtain confirmation and resolution information and to obtain the device for return.

Event description:
The hospital reported the unit shut off on its own. No report of patient involvement.